Event description:
Healthcare professional reported left side exchange with no complaint against the device. Later healthcare professional reported rupture, device in a slightly high position , capsular contracture baker grade 2 and ptosis. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.